Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in drain three of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.